Manufacturer narrative:
The lead was not going to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed in the ra apex regions. The helix extended as expected, but the pacing threshold measurements were too high and the lead was repositioned. The helix retracted without issue, but once the lead was moved to the rv septum, the helix would not expend even after 30 turns of the fixation tool. The lead was removed from the patient and still the helix would not extend. The physician suspected the lead had fractured. A new lead of the same model was implanted without issue. No adverse patient effects were reported.